Event description:
A malfunction was reported, identified by the code malf 12. The issue did not cause the customer's blood glucose to exceed 500 mg/dl, indicating no adverse impact on the blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred, which they acknowledged and understood.